Manufacturer narrative:
H.6. Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows three (3) syringes on a gray surface. The syringe on the left has a red liquid in the tip and it turned so that the scale markings on the syringe are visible. It also appears to possibly have a crack in the barrel. The syringe in the middle has red liquid in-between the ribs of the stopper and also has red drops in the syringe barrel behind the stopper. The syringe on the right also has red drops in the syringe barrel behind the stopper. The second (2nd) photo shows the top web of a blister pack which provided the product number and material description. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A cracked barrel can result when the molded barrel comes in contact with a hard surface during the assembly process, packaging process or use by the customer. Corrective and preventative action, CAPA#55639, was opened to investigate leakage. H3 other text : see h.10.

Event description:
It was reported that 1 bd luer-lok¿ tip syringes was damaged and split down the side, and 2 syringes leaked blood past the stopper. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: in today¿s case, we encountered 3 defective 60ml bd syringes. One was split down the side and two others allowed blood to seep around black gasket. We received another email regarding 2 more faulty syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ tip syringes was damaged and split down the side, and 2 syringes leaked blood past the stopper. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: in today¿s case, we encountered 3 defective 60ml bd syringes. One was split down the side and two others allowed blood to seep around black gasket. We received another email regarding 2 more faulty syringes.